Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. The cause of death was not specified and was not thought to be device related. The pt's body size was too small for the lvad and the pt never fully recovered after her implantation. Info was provided to the MFR through their device tracking system indicating that the pt expiration was noted as "respiratory failure".

Manufacturer narrative:
Information was provided to the manufacturer through their device tracking system indicating that the patient expired with the cause of expiration noted as "respiratory failure." A small deposition was confirmed through the evaluation of the lvad. Examination of the pump revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of slight denaturation indicate that it developed over an undetermined period of time while the pump was supporting the patient. Likewise, the slight contact marks at the distal end of the rotor also indicate that this deposition may have been present while the pump was supporting the patient. A specific cause for the formation of the deposition could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.